Event description:
It was reported that a capture anomaly and high capture threshold were observed. Lead dislodgement was noted. When repositioning was unsuccessful, the lead was explanted and replaced. The patient was stable following the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.